Event description:
The pt was implanted with a synchromed infusion system. The device was explanted and returned to the MFR with no reason for return. The MFR received info of the death through the death master file systematic update with no cause for death given. A follow-up report will be sent when additional info is available.